Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the patient's pacemaker after implant was displaying an error message. Programming changes were made. The patient was in stable condition throughout.